Event description:
It was reported that the yellow protective sheath was stuck to the device so tight that while trying to remove it, the distal end of the delivery system separated into 2 pieces. There was no patient involvement. A new device was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents reported for difficult to remove the protective sheaths or shaft separation. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.